Event description:
There was no indication that the product caused or contributed to an adverse event. The pump was returned for investigation. Investigation revealed the audio circuit was not functional; the pump had no audible tone. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: during testing, the pump powered on and no audible tone was observed. The audible circuit was inspected and found to be damaged/dented. A test audio circuit was used and functioned appropriately. (B)(6).